Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6).. E1 telephone: (B)(6). Foreign: japan. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery, foreign substance was found inside of the sterile tray. There was a patient involved but no impact or harm reported. There was a 0-15 minute delay. Due diligence information complete.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided as packaging was within specifications.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided as packaging was within specifications.